Manufacturer narrative:
Pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement, operating currents, a21 error test, rewind and self test or verify a17 and a21 alarm due to frozen display.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 120 mg/dl at the time of the incident. Customer had unexpected restart alarm. Customer also received external ram crc error. Customer reports they were able to clear the alarms. Customer able to complete rewind. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.